Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough. Guide catheter: hearrail2 6frt, fincecross, corsair. Stent: xience sierra. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified proximal left anterior descending artery (lad). A 190 cm versaturn guide wire was advanced to the first diagonal branch and the tip was intentionally bent. A 2.5 x 38 mm xience sierra stent was then implanted in the lad and post-dilatation was performed. However, it was not possible to remove the guide wire as the tip was prolapsed and became stuck with the implanted stent. There was a failed attempt to remove the guide wire with an unspecified balloon dilatation catheter (bdc); however, the bdc was not able to advance to the lesion. There was another failed attempt to remove the guide wire with a non-abbott microcatheter and a corsair microcatheter. Therefore, the patient was sent to have open heart surgery to remove the guide wire. This was done by cutting the tip of the guide wire that was prolapsed which was then removed from the first diagonal branch. The rest of the guide wire was removed via the radial artery. The xience sierra stent remained implanted in the lesion, and it was reported that the stent was not damaged. The patient was stable. There was a clinically significant delay in the procedure. No additional information was available.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported entrapment was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use (IFU) and subsequent circumstances of the procedure. It should be noted the hi-torque guide wire for ptca, pta, and stents instructions for use (IFU) states: do not: allow the guide wire tip to remain in a prolapsed condition. Do not: deploy a stent such that it will entrap the wire between the vessel wall and the stent. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. The deviation of the instructions for use appears to have caused/contributed to the reported difficulties. Interaction with the deployed stent resulted in the reported entrapment. As reported, after numerous attempts to remove the guidewire the patient was sent to have open heart surgery to remove the guide wire; thus resulting in the noted damages (coil/core detachments, offset/smashed/stretched coils). There is no indication of a product quality issue with respect to manufacture, design or labeling.